Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain-pelvic area') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included dysfunctional uterine bleeding, fibroids, anemia, menometrorrhagia, hysteroscopy, tonsillectomy and adenomyosis. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("plaintiff claimed hormonal changes - moods swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and headache had resolved, the mood swings, anxiety, migraine and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain-pelvic area') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included dysfunctional uterine bleeding, fibroids, anemia, menometrorrhagia, hysteroscopy, tonsillectomy and adenomyosis. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("plaintiff claimed hormonal changes - moods swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and headache had resolved, the mood swings, anxiety, migraine and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain make incident. Events added from pfs- plaintiff claimed hormonal changes - moods swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems - depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss (specify which one): weight gain, headaches. Outcome of event pelvic pain were updated. Reporter information, concomitant drug, medical history, lab data were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain-pelvic area/ chronic') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included dysfunctional uterine bleeding, fibroids, anemia, menometrorrhagia, hysteroscopy, tonsillectomy and adenomyosis. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("plaintiff claimed hormonal changes - moods swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems - mental anguish/ psych injury"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, dysmenorrhoea and headache had resolved, the mood swings, anxiety, migraine and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs) patient received treatment for: pelvic pain, abdominal pain, gen. Abnormal. Bleed patient did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain-pelvic area/ chronic') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included dysfunctional uterine bleeding, fibroids, anemia, menometrorrhagia, hysteroscopy, tonsillectomy and adenomyosis. Concomitant products included nsaids from may 2012 to april 2018 and paracetamol (acetaminophen) from may 2012 to april 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("plaintiff claimed hormonal changes - moods swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems - mental anguish/ psych injury"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, dysmenorrhoea and headache had resolved, the mood swings, anxiety, migraine and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs). Patient received treatment for: pelvic pain, abdominal pain, gen. Abnormal. Bleed patient did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain-pelvic area/ chronic') in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included dysfunctional uterine bleeding, fibroids, anemia, menometrorrhagia, hysteroscopy, tonsillectomy and adenomyosis. Concomitant products included nsaids from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("plaintiff claimed hormonal changes - moods swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems - mental anguish/ psych injury"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, dysmenorrhoea and headache had resolved, the mood swings, anxiety, migraine and dyspareunia outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (summons) and (B)(6) 2012 (pfs) patient received treatment for: pelvic pain, abdominal pain, gen. Abnormal. Bleed patient did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Lot number: 927085, manufacture date: 2011-12, and expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.